Manufacturer narrative:
Performed visual analysis of the returned product and photograph was taken. DHR, and complaint history were also reviewed. The reported problem was confirmed, the tip cap is missing. Investigation showed the failure of the cap most likely started with a stress fracture on the cap. Device and component batch history review, and interview with manufacturing personnel found nothing unusual. Complaint history search found no similar complaints, indicating this is an unusual event. However, since the production of this product was discontinued in december of 2005, we are unable to identify the root cause of the failure due to the lack of test samples.

Event description:
During a mapping procedure of the right atrium which the catheter "shaft had been curved extremely", the distal tip of the catheter completely separated from the procedure was terminated due to this event and the distal tip was left in the right atrium of the patient. Follow-up information received feb-2006 indicated the tip has migrated to a distal part of the lung. And it is the doctor's judgement that the tip will not migrate from there. Furhermore, there is no risk of it causing thrombus. To date, the patient is stable and there is no plan for intervention to remove the distal tip from the patient.